Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the lead exhibited an insulation anomaly. The lead was capped. The patient's condition was stable post procedure.